Event description:
It was reported that the customer experienced elevated blood glucose levels. Customer declined further troubleshooting.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.